Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. During the procedure, the handpiece seized after four or five bites. A second like device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Blade seized/stopped. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods released criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01075. The same patient is represented in each medwatch.